Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a dosing nutritional supplement procedure. According to the complainant, 3 day post procedure, the blue adaptor separated from the tube. The dosing of nutritional supplement was completed with this device by holding the tube by hand and introducing the supplement. The procedure was completed with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).